Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder scope, the crossfire started reading ¿expired product¿ when the wand and shaver were plugged in even though the products were not expired. Unfortunately, the doctor could not finish the scope and had to perform an open repair. Doctor had to stop the scope and finish the procedure open, creating a large incision with different tools. Case was delayed 20 minutes or more.

Manufacturer narrative:
Alleged failure: during a shoulder scope, the crossfire started reading ¿expired product¿ when the wand and shaver were plugged in even though the products were not expired. The account burned 3 wands and 2 shavers to try to fix the problem. They also switched out a different hand piece and different crossfire console which would not fix the problem. Unfortunately, the doctor could not finish the scope and had to perform an open repair. Doctor had to stop the scope and finish the procedure open, creating a large incision with different tools. Case was delayed 20 minutes or more the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder scope, the crossfire started reading ¿expired product¿ when the wand and shaver were plugged in even though the products were not expired. Unfortunately, the doctor could not finish the scope and had to perform an open repair. Doctor had to stop the scope and finish the procedure open, creating a large incision with different tools. Case was delayed 20 minutes or more.